Event description:
Final angiogram noted that the physician had partially covered the right renal artery. The physician elected to place another manufacturer's stent to open the renal orifice. While attempting to place the stent it made contact with the main body graft's suprarental stent and came off the balloon it was on. The stent migrated towards the kidney. The physician was able to snare the stent with a smaller balloon, but could only get it back halfway between the kidney and renal orifice. The physician then successfully placed a stent at the renal orifice and decided to try and bridge the gap between the stents with another stent, but the stent did not have enough overlap with the other stents to make a good connection. However, the renal was patent and the patient had received 175cc of contrast. The physician elected to conclude the procedure and observe the patient. The patient is doing ok.